Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to olympus for inspection and the reported failure of significant image loss was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The incident was identified after decontaminating the endoscope at the time of storage. There were no complications for the patient. Only external damage to the endoscope was observed after it had dried and prior to storage in the cabinet with a sanitary barrier. Surgical procedure was not prolonged.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete or if additional information becomes available.

Event description:
It was reported that after decontamination, at the time of storage, the broncho fiber videoscope exhibited significant image loss. There was no patient involvement.